Event description:
It was reported that during a procedure, the device deployed a straight construct which punctured the pt's skin. The construct was removed without requiring any add'l intervention.

Manufacturer narrative:
Evaluation of the returned sampled determined that the unit produced straight shots due to a small piece of wire being lodged in the tip. Wire lodged in the tip occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device. While patient was involved, MDR submitted as a malfunction, since health professional indicated that the patient injury was not serious and no intervention other then removal of the construct was needed.